Event description:
It was reported that two catheter's balloon broke and one catheter's spring tip broke off in patients vessel. The patient's vessel was opened and the tip removed. No further patient injury or complication was reported.